Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact. Fibrin material was observed on leaflet 3 near commissure 3. Leaflet damage was also observed on leaflet 3 near commissure 3. The sewing ring was cut around the valve circumference exposing the wireform at the inflow aspect. The wireform was also exposed near commissure 2 at the outflow aspect. Returned with the valve were multiple fragments of sewing ring and host tissue. Calcification was evident on some of the fragments. The sewing ring appeared to be from the edwards valve, however it was unable to be determined where the host tissue fragments were extracted from. Customer report of regurgitation could not be confirmed through visual observations. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Based on the information received and results of the device evaluation the clinical observation cannot be confirmed. A supplemental MDR will be submitted once functional testing has been completed or new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve was explanted after an implant duration of ten (10) days due to regurgitation. The explanted valve was replaced with a 21mm aortic bioprosthetic valve. No additional information was provided.

Manufacturer narrative:
Additional manufacturer: this valve was reportedly explanted after an implant duration of ten days due to ¿regurgitation grade 2 at the commissure level.¿ no intraoperative echocardiogram was provided, thus the nature of reported regurgitation in vivo could not be confirmed. Edwards standardized in vitro testing showed the sealed valve had a total regurgitant fraction (trf) of 1.9%, which is more than five times lower than the maximal allowance (10 %) per iso5840:2005 and iso5840-2:2015. Generally, a trf this low in vitro would not be expected to produce a regurgitation level of grade 2 in vivo. No visual leakage path across the leaflets was observed during the test, either at the commissure level or at the center of coaptation.

Event description:
Through follow up with the healthcare provider edwards learned the 23mm aortic valve was explanted due to grade 2 regurgitation at the commissure level. There were no complications reported.

Manufacturer narrative:
Additional manufacturer narrative: echo review performed third party consultant identified by moderate-to-severe aortic regurgitation with a paraprosthetic (paravalvular / perivalvular) jet origin is well demonstrated on the images.